Event description:
When I attempted to do a covid-19 antigen test with a flowflex test kit, the ampoule with the test solution had very little fluid in it. After swirling the nasal swab in the test tube, there was almost no fluid remaining. I was unable to get a single drop from the test tube to the test strip, much less the four drops called for in the test protocol. I returned the product to the (B)(6) from which I had purchased it. They gave me a new test kit which worked well, unfortunately confirming the test result of positive which I had gotten from an expired test kit that I had earlier acquired for free but had not used before the updated expiration date.